Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: missing reservoir tube o-ring, scratched case, pillowing keypad overlay, cracked end cap, broken reservoir tube lip, detached retainer, and corroded battery tube. Cosmetic damage was confirmed at end cap during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump crack on the bottom of the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and there was no functionality impact. No harm requiring medical intervention was reported. Mmt-1712k was requested and the device was returned for analysis